Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board . No frozen display noted during testing. Unable to verify battery power loss alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure, frozen display, power loss alarm and critical pump error. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.